Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA.na

Manufacturer narrative:
Date of event: estimated date. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The devices referenced in the article were not returned for evaluation. The lot history record (lhr) for these products could not be reviewed and a similar complaint query could not be performed because the products were not returned for evaluation and the part and lot numbers were not reported. Based on the information reported through the research article, a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. The reported patient effect of atrial perforation is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report atrial perforation. It was reported through a research article identifying a mitraclip procedure to treat mitral regurgitation (mr). It was noted a pre-existing atrial septal defect (asd) that was closed approximately 13 years prior to the mitraclip procedure. A steerable guide catheter was successfully advanced and removed from the patient. However, at the end of the procedure a small asd with left to right shunting was observed. Additional treatment was not performed. A one year follow up revealed the patient has clinically improved with mild mr, and no residual flow through the asd. There was no reported clinically significant delay in the procedure. Specific patient information is documented as unknown. Details are listed in the attached article, titled transseptal access for left heart structural interventions in the setting of prior atrial septal defect closure.¿no additional information was provided.